Event description:
Allegedly a bus hit the rear wheel of the power wheelchair, bending the axle on the battery box and pushing the end user a few feet. End user reported that there pants were ripped and they sustained an unspecified injury. Medical intervention was sought but the extent of which is unknown.